Event description:
It was reported that this right atrial (ra) lead had exhibited possible atrial undersensing and low intrinsic amplitude at 0.3 millivolts. Technical services (ts) agreed to programmed p waves to 0.2- 0.4 millivolts and 0.15 sensitivity. The representative referred the patient to the clinic to evaluate unipolar and bipolar sensing properties of the ra lead. In addition, p waves seen but not sensed in the presenting electrogram. As of this time, this ra lead remains in service. No adverse patient effects were reported.